Event description:
It was reported by the patient that to evaluate shortness of breath, a heart catheterization with a taxus stent placement was performed. An angio-seal was used after the procedure. The patient experienced flushing off the face after the procedure. This redness developed into a rash on the face, thorax, and abdomen. The patient called the physician and a 1 week dose of prednisone, and benadryl were prescribed. The patient then suffered feet swelling and pain, and was told the feet swelling and pain was from the prednisone. The patient has high blood pressure which requires him to take nitroglycerine. The rash is better but still exists. The physician does not allege that the angio-seal caused the event. The patient will follow up with the physician. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The IFU also state the safety and effectiveness of the angio-seal device has not been established in patients that have been allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic and polymers.